Manufacturer narrative:
The last calibration performed on 22-sep-2022 was within specifications. The qc recovery was within -2sd and within specifications. There was no indication of a performance issue with the reagent or instrument. The patient sample was slightly hemolyzed and lipemic. The alarm trace did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hemolysis, icterus, and lipemia (hil) indices of the initial and repeat results were different. The field service engineer (fse) inspected the module and did not find any cause for the issue. He checked all the adjustments on the probes and mixer and found that they were all within specifications. He checked the gear pump pressure and noted that it was within specifications. He performed a precision test using qc material and the results were within specifications.

Event description:
The initial reporter received a questionable troponin t g5 stat elecsys result for one patient sample tested on the cobas 6000 e601 module. According to the laboratory information system (lis), the patient sample auto-reran on the reported analyzer. This repeat result was auto-verified and was reported outside of the laboratory. The reporter noticed this low troponin t repeat result when she called the provider to report the critical result from the patient's second sample draw on (B)(6) 2022. The reporter discussed the previous low result with the provider. The provider stated that they figured the result was inaccurate because of the patient's previous high troponin t result and the low troponin t result did not fit the patient's clinical picture. Upon further investigation, the reporter discovered that the patient sample was initially run on the other e601 in their laboratory. The initial result of the initial sample from the other e601 was 591 ng/ml. The repeat result of the initial sample from the analyzer on auto-rerun at 3:48 am was 11.02 ng/l. The result of the second patient sample at 9:59 am was 478 ng/l. The reporter also rerun the initial patient sample and obtained a high result.  The initial result from the other e601 was deemed correct.  The reagent lot number is 634806. The expiration date was requested but not provided.